Event description:
Metal emboli were discovered during a work-up for cardiac symptoms; one in the right atrium and the other in the pulmonary artery. Further evaluation determined this metal originated from an ivc filter that was placed in interventional radiology during the summer of last year. The filter and the fractured leg located in the pulmonary artery were removed in ir this year. The filter leg in the atrium was closely examined with no attempt to remove. Direct visualization of the filter confirmed 2 missing legs.====================== manufacturer response for ivc filter, heavy g-2 filter======================the manufacturer is scheduling a conf. Call with one of their product engineers.